Manufacturer narrative:
Argus case (B)(4).

Event description:
Well over a six week period I was unable to walk, use my arms, vision problems and finally some weird kind of seizure [seizure]. Well over a six week period I was unable to walk, use my arms [unable to walk]. Well over a six week period I was unable to walk, use my arms, vision problems and finally some weird kind of seizure [visual impairment]. Well over a six week period I was unable to walk, use my arms [movement disorder]. I took it to help with iron absorption [device use in unapproved indication]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of seizure in a patient who received glycerin (biotene moisturizing mouth spray) oromucosal spray (batch number unk, expiry date unknown) for iron metabolism disorder. Concurrent medical conditions included thyroid disorder. On an unknown date, the patient started biotene moisturizing mouth spray. On an unknown date, an unknown time after starting biotene moisturizing mouth spray, the patient experienced seizure (serious criteria gsk medically significant), unable to walk, visual impairment, movement disorder and device use in unapproved indication. The action taken with biotene moisturizing mouth spray was unknown. On an unknown date, the outcome of the seizure, unable to walk, visual impairment and movement disorder were not recovered/not resolved and the outcome of the device use in unapproved indication was unknown. It was unknown if the reporter considered the seizure, unable to walk, visual impairment, movement disorder and device use in unapproved indication to be related to biotene moisturizing mouth spray. Additional details: adverse event information was received via interactive digital media ((B)(6)) on 6 january 2020. The consumer reported that "if you have thyroid problems, you better be careful just how much biotene your body absorbs. I took it to help with iron absorption. Over the counter, no problems. Well over a six week period I was unable to walk, use my arms, vision problems and finally some weird kind of seizure. Turns out it can neutralize your medication. A year and a half later, I am still not 100 percent".